Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent lumbar fusion, revision laminectomy and interbody grafts, l4-5. Rhbmp-2/acs was used during the surgery. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.